Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The troubleshooting could not determine an exact cause of this alarm. The tsr advised the patient to start over with new supplies and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.